Manufacturer narrative:
(B)(4). Device not made available.

Event description:
Per the clinic, the father of the patient inadvertently injured his finger during insertion of a speech processor fitting pin. Subsequently, the pin required surgical removal from the patient's finger (date not reported). It is unknown whether the patient followed the manufacturer's instructions for use of the fitting pin.